Manufacturer narrative:
Mpella 5.5 sn (B)(6) + pc returned for evaluation. Impella 5.5 prep while still in the tray on the or table immediate purge alarm (noted to be air in purge) followed by placement signal unreliable alarm. Pump never entered patient. Lt logs were the only data logs recovered but showed no recorded data. Air in purge - the returned pump did not recreate air in purge alarms. The cause of the air in purge alarms was not determined due to the issue being unable to be recreated on the returned pump, no data logs with data were recovered, and insufficient clinical details. Optical sensor issue - the returned pump showed no 5s abnormalities and passed the laser light continuity test. Uson testing completed on returned pump had externally applied pressures of 0, 50, 100, 150, and 200 mmhg show as pump readings of 4, 55, 107, 158, 209. Psnr was unable to be recreated. The differences between reading values and actual values were 4, 5, 7, 8, and 9 mmhg respectively. The cause of the optical signal issue could not be determined due to the returned pump unable to recreate psnr alarms with no optical abnormalities noted, no data logs with data were recovered, and insufficient clinical details.

Event description:
The complainant reported that during preparation for the procedure, the device exhibited a purge alarm followed by a placement signal unreliable alarm. The impella 5.5 pump was never implanted into the patient. No reported harm or injury to the patient.